Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of ventricular capture. No intervention was performed. The patient's health status was unknown.

Manufacturer narrative:
Further information was requested but not yet received.